Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for instability. Event is serious and is considered moderate. Event has a remote possibility of being device related and is probably procedure related. Doi: (B)(6) 2010, doe: (B)(6) 2010, dor: (B)(6) 2018, (left knee).